Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the luer of an IV set during an unspecified infusion; there was no patient harm. Although additional information has been requested it is not available.